Manufacturer narrative:
Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 5 ml bd luer-lok¿ syringe sterile, single use had bubbles form in the chamber of the syringe.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a 5 ml bd luer-lok¿ syringe sterile, single use had bubbles form in the chamber of the syringe.